Event description:
According to the distributor's report, the patient had a head laceration closed with the device. During application, the adhesive contacted the patient's eye and glued it shut. No treatment was administered. The patient was referred to an opthalmologist who provided no additional treatment. At the time of the report, the eye remained closed. No further information is reported.